Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving bupivacaine (10 mg/ml at an unknown dose) and morphine ("2000 mcl/ml at 500 mcl/ml") via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the hcp believed that the catheter was "clogged" near the anchor. The majority of the catheter was removed and replaced with a new 8784 segment. The issue was diagnosed via dye study, which occurred "last week sometime." After replacement they were able to aspirate easily and a myelogram looked normal. No patient symptoms were reported. No further complications were reported.